Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing an evaluation. The ventilator failed troubleshooting final test for non-conformance's with the measured oxygen (o2) values at the flow and o2 blending tests. Bench testing revealed a malfunctioning o2 blender was creating the non-conformance's. Vyaire medical replaced the o2 blender with known good one, and the ventilator passed all testings.

Event description:
It was reported to vyaire medical that the ventilator's oxygen output was inaccurate. There was no report of any patient involvement associated with this reported event.